Event description:
It was reported that the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a correction bolus. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that a malfunction alarm occurred. Customer resumed insulin delivery.